Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump display brightness suddenly became dimmer. The contact confirmed that the display issue did not compromise with the pump functionality but reported that it increased effort to visualize pump menus. The customer's blood glucose was 150 mg/dl at the time of the report. The customer would continue to use the pump for insulin therapy.